Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient's spouse reported that the patient had received two shocks and the device was alerting. Attempts to gain additional information were not successful. The device remains in use. No further patient complications have been reported as a result of this event.